Event description:
It was reported that the lens cover of the microscope drape was cracked. There were no reported problems during the operation and no patient injury, infection, or complications were reported.